Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 8.5f sheath hole prior to an interventional ablation procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was not upsized and the procedure was completed. Reportedly post procedure, the suture of one of the proglides came out of the anatomy. The knot of the successfully pre-placed device was advanced and tied off. Hemostasis was achieved with the suture of one proglide and manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.